Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in rv threshold on the latitude home monitoring system. The high threshold was confirmed during testing in-clinic and there was no loss of capture. The patient has an underlying rhythm due to sinus and complete heart block. The plan is to continue monitoring this patient and revise this rv lead in a few weeks. The product was reprogrammed. The patient is pacemaker dependent and no adverse patient effects were reported. The patient was scheduled for a lead revision however the physician tested positive for covid and the revision procedure was cancelled. The physician will inform the boston scientific representative when the lead revision procedure goes into effect. Subsequently, this rv lead was explanted and replaced. This lead will not return for analysis.